Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements, measuring greater than 2,000 ohms. Additionally, thresholds have been higher over the least year. The device was re-programmed however, additional leads will be required in the future. The physicians plan will be to review the lead in the near future. They did confirm that the device was not suspected to be defective. At this time, the device and non-(B)(6) rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).